Event description:
Last week customer often had unexpectedly high blood glucose at approximately 400 mg/dl. Ketones were ++. He thinks that the pump delivers too little insulin. Correction was made with pump and syringe. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.